Event description:
According to the reporter, intra-operatively, the device was difficult to load. The needle became dislodged from the jaws of the device and fell into patient cavity, but it was recovered by the physician. Another device was used to complete the procedure. No patient injury has been noted. The device is expected to be returned for evaluation.